Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose level at the time of the incident was 330 mg/dl. They were having chest pains. They were taken to the emergency room to be treated. It was found that they had an infection. Their current blood glucose level was 103 mg/dl. They declined troubleshooting for the high blood glucose. The device had already been returned for analysis.